Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery/(B)(4)/cat#1650de /exp. Date: 08/31/2018 UDI#: unk, mfg. Date: 08/31/2017, (B)(4). Battery/(B)(4) /cat#1650de /exp. Date:08/31/2018 UDI#: unk, mfg. Date: 08/31/2017, (B)(4), battery/(B)(4)/cat#1650de /exp. Date: 08/31/2018 UDI#: unk, mfg. Date: 08/31/2017, (B)(4). Battery/(B)(4)/cat#1650de /exp. Date: 08/31/2018 UDI#: unk, mfg. Date: 08/31/2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in rehab when they were found without vital signs on the bed. The patient had both batteries disconnected from the controller at around 22:00 on (B)(6) 2018, after the patient from the next room called reception and complained about ongoing alarms from neighbor. It was stated that advanced live support (als) was performed with unsuccessful restart of left ventricular assist device (lvad). It was further stated that the reason for the disconnection was asked but unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the controller and batteries revealed that the devices passed visual inspection and functional testing. During testing, the controller was able to sound the "no power" alarm. Analysis of the event file confirmed the reported event; log file analysis revealed eight controller power up and motor starts from (B)(6) 2018 until the event date (B)(6) 2018. The controller power up event logged on (B)(6) 2018, at 21:13:45, revealed that (B)(4) was connected to power port 1 with 42% relative state of charge (rsoc) and (B)(4) was connected to port 2 with 99% rsoc. A data point was not logged after the controller power up event, indicating that the controller lost power almost immediately after the controller power up event. A controller power up event was then logged at 22:21:01. The data point after the controller power up event, at 22:21:37, revealed that (B)(4) was connected to power port 1with 99% rsoc. The maximum loss of power was 1 hour, 7 minutes and 26 seconds. The pump was able to successfully start. In addition, multiple low flow alarms were logged. Afterwards, multiple controller power up events, low flow alarms and vad disconnect alarms were logged; the vad disconnect alarm was due to a physical disconnection of the driveline from the controller. Based on the available information, the reported loss of power was confirmed but the reported "unsuccessful restart of the pump" was not confirmed. The most likely root cause of the reported loss of power can be attributed to a disconnection of both power sources from the controller. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and issues related to the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: battery/(B)(4), UDI#: (B)(4), return date: 2018-01-31 (B)(4). Battery/(B)(4), UDI#: (B)(4), return date: 2018-01-31 (B)(4). Battery/ (B)(4)UDI#: (B)(4), return date: 2018-01-31 (B)(4). Battery/(B)(4) UDI#: (B)(4), return date: 2018-01-31 (B)(4). If information is provided in the future, a supplemental report will be issued.